Event description:
On (B)(6) 2021, at approximately 03:20pm, the fire alarm was activated for the sicu due to a medical device (volara nebulizer system) that caught on fire after a "pop" sound was heard. The device was being stored in a clean utility room and a biomedical technician was in the clean utility room at the time of the device failure. FDA safety report ID # (B)(4).